Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Triathlon size 5 9mm tibial insert broke in half.

Manufacturer narrative:
An event regarding insert fracture was reported. The event was confirmed. Method & results: device evaluation and results: material analysis was performed and indicated that the triathlon tcg tibial insert trial broke from overload conditions. No material or manufacturing defects were observed during the examination. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: a review of the device history records indicated that all devices were accepted into final stock. Complaint history review: a complaint history review determined there have been no similar events for the reported lot. Conclusions: the investigation concluded that crack/fracture of the triathlon tibial insert trial was caused by overload conditions. No further investigation for this event is possible at this time, if additional information become available, this investigation will be reopened.

Event description:
Triathlon size 5 9mm tibial insert broke in half.